Event description:
Additional information was received that the patient's physician decided to explant this rv lead due to its performance issues and the patient's pacemaker dependency. Surgical intervention was performed and the lead was explanted via laser lead extraction which required cutting of the lead. A new right ventricular (rv) lead was successfully implanted, and the cardiac resynchronization therapy defibrillator (crt-d) and other leads remain in service. It was noted that this rv lead will be returned for analysis, and no additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's home monitoring system detected a high out of range pacing impedance on this right ventricular (rv) lead of greater than 2000 ohms. Also, intermittent noise, oversensing and pacing inhibition of greater than two seconds was noted, with apparent asystole at that time. No adverse patient effects were reported in conjunction with this observation. Additional information was received from the field representative that the patient was going to be evaluated in the clinic at which time a plan of action will then be determined.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in several places, most likely induced during the explant procedure. Visual inspection of the lead portions noted an insulation abrasion between the proximal and distal high voltage coils. The inner insulation was intact. Due to the type of abrasion, it appeared to be due to lead-on-lead contact while implanted. It was also noted that there was a separation of the gore - covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end] of this shocking coil. Further analysis found several areas where the lead was damaged, , most likely due to the laser extraction and the explant procedure. Resistance testing was performed on the severed lead sections to assess the electrical performance and measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations.